Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 10 retained samples were used to draw water from six tubes each, and no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage during use no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, customer experienced leakage at base of three (3) devices between tubing and cone luer. No patient or user impact reported.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, customer experienced leakage at base of three (3) devices between tubing and cone luer. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.